Event description:
It was reported that this right ventricular (rv) lead was implanted successfully. However, about three days later, poor pacing was observed, and the pacing thresholds had increased to 3v. A microdislodgement was suspected and the lead was reprogrammed to the unipolar configuration with increased pacing outputs. Two days later, pacing was still poor and the lead was planned to be repositioned. During the revision procedure, the helix was retracted with 30 turns from the terminal tool. The lead was repositioned, but after 30 turns, the helix only partially extended. Tension was released from the lead and 45 more turns were performed with the terminal tool, but the helix still did not fully extend. The pacing impedance was now greater than 3000 ohms and the pacing thresholds were greater than 10v. A lead fracture was suspected. The helix was attempted to be retracted but the helix did not retract and the lead was removed from the patient. A new lead of the same model was then implanted, with good measurements and smooth operation of the helix mechanism. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was implanted successfully. However, about three days later, poor pacing was observed, and the pacing thresholds had increased to 3v. A microdislodgement was suspected and the lead was reprogrammed to the unipolar configuration with increased pacing outputs. Two days later, pacing was still poor and the lead was planned to be repositioned. During the revision procedure, the helix was retracted with 30 turns from the terminal tool. The lead was repositioned, but after 30 turns, the helix only partially extended. Tension was released from the lead and 45 more turns were performed with the terminal tool, but the helix still did not fully extend. The pacing impedance was now greater than 3000 ohms and the pacing thresholds were greater than 10v. A lead fracture was suspected. The helix was attempted to be retracted but the helix did not retract and the lead was removed from the patient. A new lead of the same model was then implanted, with good measurements and smooth operation of the helix mechanism. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.